Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017. In a product experience report receive on 07/03/2018, it was reported that this lead was part of the system infection and was explanted on (B)(6) 2018. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).